Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported during the procedure the technician reloaded the atw35 with the 4th reload, closed the jaws, and handed the device to the surgeon. Instrument was introduced down a 12mm trocar and jaws would not open. A new instrument was opened and used without incident. There was no consequence to the pt.